Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage was observed to the device. The lens was returned adhered to the exterior of the device tip. One haptic was folded onto the optic anterior surface. The lens was cleaned with lphse to remove from device and further evaluate. There was no damage observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the complaint of "faulty lens, stiff injector" cannot be determined. The position of the lens relative to the plunger while in the device cannot be determined because the lens was returned outside the device. No damage was observed to the lens or device. An acceptable fold test was conducted with the lens. The lens plan view dimensions were acceptable per the approved template. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was faulty. The injector was 'stiff'. There was no reported patient impact. Additional information was requested.